Event description:
Caller reported the customer tested on the finger with freestyle meter and received a reading of 250 mg/dl then going into convulsions. The paramedics were called and they transported the customer to the hosp. A reading taken at the hosp revealed glucose levels of 60 mg/dl. The hosp administered fluids both intravenously and orally and monitored the customer until glucose levels were normal.